Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer passed out on the floor. Customer was in a coma. Customer also had back surgery; contracted (B)(6) infection. The blood glucose reading at the time of the event was 28 mg/dl. The blood glucose level is up to 130 mg/dl. Nothing further reported.